Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer states that the device has a battery malfunction message. There was no pt involvement.